Event description:
A consumer reported that since having an intraocular lens (iol) implant procedure, she experiences blurry vision and sees halos around lights at night which makes it difficult for her to drive. She reported that she wears glasses to help her distance vision; however, the glasses make the halos worse. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).